Event description:
It was reported that 9 years and 1 month post implant of this 29mm mitral bioprosthetic valve implanted in the tricuspid position, the patient is being evaluated for a transcatheter valve-in-valve replacement. It was reported that the patient was admitted to the hospital and it was discovered that the patient had moderate to severe tricuspid regurgitation. It was reported that a transcatheter valve-in-valve replacement was planned in the tricuspid position. No additional adverse patient effects were reported.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.